Manufacturer narrative:
Recall number incorrectly added to this file.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed. Visual inspection of the lead found two external insulation abrasions consistent with friction to another device or feature of the heart, with one abrasion breaching the ring electrode cable lumen and one abrasion breaching the right ventricle cable lumen. Other damage noted was consistent with procedural damage.

Event description:
It was reported the asymptomatic patient presented for an elective replacement procedure. During surgery, under fluoroscopy it was noted that the riata right ventricular lead had externalized conductors. The lead was explanted and replaced with no issues. The patient was stable.